Event description:
Champion af study: it was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. 288 days post procedure the patient was admitted to the hospital due to cerebral vascular accident symptoms. CT of the brain without contrast revealed no acute intracranial abnormality. Cta of the head/neck revealed chronic appearing short segment dissection and pseudoaneurysm involving the left mid cervical ica. Beaded appearance of both cervical icas was consistent with fibromuscular dysplasia. Tiny 2mm aneurysm versus infundibular origin of a tiny vessel arising from the right supraclinoid ica. MRI of the brain with and without contrast revealed small acute infarct in the right internal capsule/thalamocapsular junction. However, no significant mass effect or hemohemorrhagic transformation. Based on the findings, the patient was diagnosed with cerebral vascular accident. At the time of the event, the patient was on aspirin (81 mg/ day) therapy. In response to the event, the patient was hospitalized and was started on clopidogrel (75mg/ day) therapy. Two days later the patient was discharged home on aspirin (81 mg/day) and clopidogrel (75 mg/day).